Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from the unit when attempting to activate it. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 25-aug-2025. Investigation summary: bd received samples and photos for investigation. The two photos provided show the safety shield rod broken. A total of 21 returned samples were inspected for hub/collar separation and defective locking mechanism. All returned samples passed functional tests, as the safety shields were able to be activated properly with no signs of damage or device separation. Additionally, twenty retained samples were inspected for hub/collar separation and defective locking mechanism. Out of these, one retained sample failed hub/collar separation testing only, while the remaining nineteen retained samples passed functional tests, with the safety shields able to be activated properly and no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from the unit when attempting to activate it. No adverse impact was reported regarding the patient or user.